Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation cryoablation procedure, a polarsheath and polarx balloon catheter were selected for use to treat paroxysmal atrial fibrillation. It as reported that blood was leaking out of the proximal end of the sheath and catheter handle and no air was going in. The dilator was wetting prior to introduction into the sheath. No st elevations were observed. The catheter was disconnected then reconnected. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection of the returned device revealed a tear in the valve seal that overlapped the outer slit. Blood was observed on the sheath handle. The irrigation flush line was crimped, and the sheath distal end tip and dilator tip were bent/deformed. The device passed pressure decay testing at 6 psi, hemostasis testing at 5.5 psi pressurization with saline, and aspiration testing with 10 cc and 60 cc syringe at various flowrates. The device did not pass aspiration testing when a polarx test catheter was inserted, withdrawn, or removed. The device did not pass hemostasis testing when the polarx test catheter was inserted or withdrawn. Air pressure testing was performed to identify the location of any potential leaks. The device was gently pressurized at the flushing line luer fitting while plugging the distal tip of the catheter; the measurements were within the acceptable range and no air bubbles were observed. Laboratory analysis confirmed that a tear in the hemostatic valve led to the leaking observed during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a pulmonary vein isolation cryoablation procedure, a polarsheath and a polarx balloon catheter were selected for use to treat paroxysmal atrial fibrillation. It was reported that blood was leaking out of the proximal end of the sheath and catheter handle; however, there wasn't any air ingress noted . The dilator was wetted prior to introduction into the sheath. No st elevation was observed. The catheter was disconnected then reconnected. The procedure was completed successfully, and no patient complications were reported. It was further reported that the polarx balloon catheter was being inserted through the hemostatic valve of the polarsheath when the constant slow drip/leak occurred. The procedure was completed with the original sheath and catheter. No devices were exchanged.